Event description:
A 28 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that 63 months post stent graft implant the CT demonstrated that the aneurysm had elongated, resulting in a distal type I endoleak. The physician elected to place two iliac cuffs and extent the stent graft down to the top of the hypogastric artery which excluded the aneurysm that had elongated. The type I endoleak resolved. The patient is reported to be fine and there are no clinical sequelae to report.